Event description:
This is an international report where the peritoneal dialysis nurse reported a cassette that was broken during dialysis. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a damaged disposable set. The complaint cannot be confirmed and the assignable cause was not determined.